Event description:
The customer reported via phone call that an unexpected restart alarm occurred on their insulin pump. Customer stated they restarted the insulin pump after storing it without a battery for an extended period of time. The customer's blood glucose was 155 mg/dl. The customer also reported multiple displayable history check failed on startup alarms occurring. Customer also had a signal too low alarm. Troubleshooting found the insulin pump passed a self test and the correct bolus amount was recorded in the bolus history. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.